Event description:
It was reported that a pt underwent a gynecological procedure in 2009. During the procedure, the blade was dulling and stalling and gradually stopped ejecting when activated. A second like device was used to continue the procedure with no adverse pt consequences.

Manufacturer narrative:
Date sent to the FDA: 10/22/2009. Blade dull/poor cutting. Conclusion: the product upon which this medwatch is based has been rec'd, however, the product evaluation is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2009-01195. The same pt is represented in each medwatch.